Manufacturer narrative:
It was reported that during an unspecified cataract procedure, "dust like particulate or fibers" from the cataract pack were injected into patient's eye through bss (irrigating) solution. Reportedly, during inspection prior to use, the "dust like particulate or fibers" were not identified at that time. The foreign particulates were reportedly not removed from the patient's eye. Per report, the impact to the patient is unknown at this time. To date, there has been no current complications reported. Due to the reported incident of foreign particulate being injected into the patient's eye, this medwatch is being filed. A companion sample was returned for evaluation and the issue could not be confirmed with the returned sample. A definitive root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that "dust like particulate or fibers" from the cataract pack were injected into patient's eye.